Event description:
A surgeon reports that two scratches were noted on the intraocular lens following insertion. Enlargement of the incision and suturing of the wound were required to accommodate removal and replacement of the lens. The pt has had a good outcome.